Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the videoscope inadvertently underwent a final flush with rapicide a rather than the validated alcohol flush during reprocessing. Rapicide a solution was mistakenly placed in the reprocessor's alcohol container. The facility's current tracking list of affected scopes identifies which scopes were assigned to specific procedure rooms but does not confirm whether patient exposure occurred.